Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermitted occlusion alarms occurred. The customer's blood glucose (bg) level read "high" on the continuous glucose monitor (cgm). The customer addressed elevated bg with a correction bolus via the pump; however loss consciousness and was admitted to the hospital with a bg of 902 and high ketones, which were identified as life threatening by the healthcare provider. Customer was treated intravenously with fluids of saline and insulin. Customer had not been released at the time of reporting and declined a follow-up from tandem technical support for further details.